Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal sores"), intestinal obstruction ("bowel blockage"), abdominal distension ("bloating"), malaise ("sick"), irritable bowel syndrome ("ibs") and multiple allergies ("severe allergies") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (endometrial ablation in 2010 and supracervical hysterectomy). Essure was removed in 2012. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain, intestinal obstruction, abdominal distension, malaise, irritable bowel syndrome, uterine leiomyoma and multiple allergies outcome was unknown. The reporter considered abdominal distension, device dislocation, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, malaise, multiple allergies, uterine leiomyoma and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, excessive bleeding, vaginal sores, bowel blockage, bloating, sick, ibs, fibroids, severe allergies. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal sores"), intestinal obstruction ("bowel blockage"), abdominal distension ("bloating"), malaise ("sick"), irritable bowel syndrome ("ibs") and multiple allergies ("severe allergies") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (endometrial ablation in 2010 and supracervical hysterectomy). Essure was removed in 2012. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain, intestinal obstruction, abdominal distension, malaise, irritable bowel syndrome, uterine leiomyoma and multiple allergies outcome was unknown. The reporter considered abdominal distension, device dislocation, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, malaise, multiple allergies, uterine leiomyoma and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, excessive bleeding, vaginal sores, bowel blockage, bloating, sick, ibs, fibroids, severe allergies. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.